Manufacturer narrative:
The autopulse platform with serial number 31763 will not be returned to zoll circulation by the customer for physical investigation. A supplemental report will be filed if the product is returned for analysis.

Event description:
The customer reported that the autopulse platform ran for 15 minutes then "shut down." The platform was powered back on and it would run for another 10 to 15 minutes before "shutting down" again. The customer powered on again and the platform remained pumping for 10 to 15 minutes. The platform ran fine for the last 20 minutes. The autopulse was used for about one hour. The customer reported that the patient expired but not due to the fault of the device. The exact cause and date of death was not provided. The customer reported that most of the time, the platform "shut off" when it was "suspended." In addition, the customer reported that they will use the autopulse on a manikin with other batteries to determine if the issue encountered was due to a battery problem. The batteries used are serial numbers (B)(4). The customer was not sure which battery was used during the event. A spare battery was not used as it was not in their reach.